Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a guidewire in the lumen. The balloon, inner shaft and outer shaft were examined. The balloon was loosely folded. The tip was damaged. There were several stretched sections throughout the inner shaft. The guidewire could not be removed due to the stretched areas of the shaft. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed 2 may2018. It was reported that the 15mm x 3.50mm nc quantum apex¿ could not be put in place and it got caught sometimes. There were no patient complications reported.  However, returned device analysis revealed the issue of froze on wire.